Event description:
It was reported that patient was being administered blood via pump module beginning at 1430. At 1545 it was noticed that the blood is not dripping into the chamber and no volume was missing from the hanging bag. The pump module display showed an infusion running and counting over 100ml infused. The pump module was checked, and a clamp was engaged at the IV insertion on the patient side. The blood was moved to a new pump. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Additional information: imdrf annex a, b codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that patient was being administered blood via pump module beginning at 1430. At 1545 it was noticed that the blood is not dripping into the chamber and no volume was missing from the hanging bag. The pump module display showed an infusion running and counting over 100ml infused. The pump module was checked, and a clamp was engaged at the IV insertion on the patient side. The blood was moved to a new pump. There was patient involvement but no harm.